Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The beckman coulter field service engineer replaced the ise waste line tubing, roller tubing and pinch valve tubing which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion-elective electrode) patient results. The erroneous results were not released out of the laboratory. There was no impact to patient treatment. There was no report of injury or adverse event associated with this event. The customer provided data for two (2) patient samples.